Event description:
A malfunction alarm, identified by malf 12, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterwards. It was advised that the customer could continue using the pump and should call back if any issues reoccurred, which the customer acknowledged.